Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No scrolling numbers display anomalydisplay window, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability c noted. Unable to perform displacement, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery test and verify no radio frequency communication anomaly, rewind anomaly due to unresponsive button. Device had scratched riteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the up arrow was not responsive. Device jumped around to another program. Device was unable to put the reservoir in. Customer's blood glucose was around 800 mg/dl. Customer's blood glucose at time of call was 496 mg/dl. Customer treated high blood glucose with insulin syringes. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.